Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels up to 298 (mg/dl) for the past month and a half. Site changes and boluses via the pump were performed to address bg levels. The contact stated they discussed the elevated bg levels with the customer's healthcare provider (hcp). The contact stated the hcp believed the customer's body is not absorbing insulin via the method of infusion as well as before. The contact stated the customer will use manual injections to manage their bg levels.